Event description:
It was reported that the atrial lead dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor. The outer insulation had a breached cut and cosmetic depression. There was blood in/on the helix mechanism and tissue on the helix. The lead was stretched and there was apparent explant damage.